Manufacturer narrative:
B3: date of event: 5/27/2025 - 6/5/2025. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical support service coordinator. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for a sheath kink because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when trying to insert the angio-seal sheath into the artery, with arteriotomy locator properly assembled, the sheath would not access the artery and developed a kink at the blook inlet portion of the sheath. This was a common femoral artery (cfa) access case for percutaneous coronary intervention (pci). This case was a 6 french access with pinnacle sheath. A supportive 035 wire was inserted when attempting to insert the angio-seal. Nonetheless, the sheath would not enter the artery and developed a significant kink, leading to manual pressure being held to complete hemostasis. Additional information was received on 11jun2025: the event dates were between 5/27/2025 - 6/5/2025. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. There was no blood loss.